Manufacturer narrative:
(B)(6). One curved ultra fast-fix ab assembly was returned for evaluation. Visual assessment showed the depth straw has been removed from the needle. T1 is free from the needle and the suture has been pulled out of the fixed straw. T2 has been advanced to the dimple. The trigger has not been fully advanced. The trigger was advanced fully and t2 was advanced to the needle tip. The device was then tested for deployment of t2 using a rubber meniscus model, t2 deployed as intended. Per the device instructions for use ¿slide the gold trigger forward to advance the second implant (t2) into the ready position. Note: it is normal to encounter resistance prior to achieving the ready position. A snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During a meniscal repair, it was reported that 20 minutes into the procedure t2 would not deploy. The procedure was a lateral repair of the red area of the meniscus using a contralateral approach. T1 was deployed well. The t2 implant would not deploy. The suture got out of sheath during removal of t1. The surgeon used a back up device to complete the procedure. There was a delay in 40 minutes in the procedure. The patient was noted to be well healed post-procedure.